Event description:
The customer reported that the companion 2 driver's air compressor continued to run, and the air icon on the display was not illuminated, even though the companion 2 driver was attached to wall air in the operating room and the ICU within the specified pressure range of 50-80 psi. This alleged failure mode poses no risk to the pt, because it does not affect the ability of the companion 2 driver to perform its life-sustaining functions. Since the reported issue has no pt impact, the customer has decided to continue to support the pt with this companion 2 driver. Syncardia has requested that the companion 2 driver be returned to syncardia for evaluation when the driver is no longer supporting the pt. The results of the investigation will be provided in a supplemental MDR.